Event description:
A pt experienced an overdose following a pump refill session, and was admitted to a hospital. It was noted that dilaudid was mistakenly put into the pump during the refill on (B)(6)-2010 instead of morphine. The pt was recovering well and feeling better. The concentration and daily dose amount/rate of medication(s) administered by the pump, nor what intervention was done, were not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)